Event description:
It was reported that during an ods procedure, cutting and stapling was not complete; malformed staples, and some of the staples were stuck halfway in the device. Overstitched by hand to complete the procedure. Experienced postoperative bleeding and had to reoperate.